Manufacturer narrative:
Upon further review and assessment of the complaint event it was determined that the adverse event did not occur from the eakin seal usage. The adverse event was attributed to the cutting of the natura stoma flat moldable wafer, which is captured on emdr 9618003-2019-05293, submitted on september 11, 2019 for the adverse/miuse. Therefore, esg report MDR 1049092-2019-00223 / initial 1 of 1, submitted on september 09, 2019 is being retracted for the eakin seal. To date no additional infomation has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Third party manufacturing site: (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports cut to the stoma last year. He noted bleeding to his stoma and went to the emergency department sometime last year. He was unable to quantify the amount of bleeding. He noted a cut to the stoma, and the physician sutured the stoma. He was unable to describe how long the cut was. He feels the eakin wafer was too close to the stoma and cut into the stoma. He states "he is cutting the wafer larger than his stoma which, is why he feels it was the eakin and not his wafer." He places the eakin closer to the stoma than the wafer. He has had no further issues with his stoma bleeding. He went on to inform that his usual wear time is seven days. The end user was instructed on use of adhesive remover, using a soap with no oils, creams or moisturizers, stomahesive powder, and barrier wipe. No photographs or further information was provided.